Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6f-7f mynxgrip vascular closure device (vcd) was pulled back and the shuttle lowered, ¿the shuttle went up again without going down¿. There was no reported patient injury. Initially, the mynxgrip entered an unknown sheath, the balloon was inflated and the stopcock was locked. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, when the 6f/7f mynxgrip vascular closure device (vcd) was pulled back and the shuttle lowered, ¿the shuttle went up again without going down¿. There was no reported patient injury. Initially, the mynxgrip entered an unknown sheath, the balloon was inflated, and the stopcock was locked. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was disengaged from the black handle, the syringe was connected to the device with the stopcock open, the advancer tube was deployed on the catheter shaft, and the sealant was observed to have been separated from the device, exposed to blood. The procedural sheath was not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. No resistance or anomalies were observed during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use. A product history record (phr) review of lot f1828303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The returned device functioned as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the 6f-7f mynxgrip vascular closure device (vcd) was pulled back and the shuttle lowered, ¿the shuttle went up again without going down¿. There was no reported patient injury. Initially, the mynxgrip entered an unknown sheath, the balloon was inflated and the stopcock was locked.